Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to non-sleep anomaly software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a power error alarm. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 6.3 mmol/l. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.